Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 10-jun-2012, (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 30mg/ml morphine at 0.181mg/day, 25mg/ml bupivacaine at 0.151mg/day, 500mcg/ml clonidine at 3.2mcg/day via an implantable infusion pump for chronic low back pain, cervical laminectomy, and lumbar laminectomy. It was reported that the patient was in for a normal pump replacement for battery depletion. The hcp had issues aspirating the catheter soa myelogram was performed and it showed that the catheter was coiled at the tip. The patient reported no change in therapy or symptoms prior to the normal pump replacement. The tip segment of the catheter was explanted and revised. It was reported that the issue was resolved at the time of the report. The pump was set to minimum rate and the personal therapy manager was not enabled. The patient's status was noted as alive no injury. No further complications were anticipated/reported.